Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose greater than 500 mg/dl with extreme drowsiness, polydipsia, polyuria, nausea, vomiting and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via injection and IV fluids. It was reported that the patient was diagnosed with strep throat. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. It was reported that the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: the black box showed a manual time change on (B)(6) 2015 from 3:22pm to 2:25pm. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump histories showed that the pump was suspended from 12:47pm (B)(6) 2015 to 11:07am (B)(6) 2015. The pump passed a delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.